Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the peel-away sheath body damaged in use.

Event description:
The customer reports that when threading line through introducer resistance was met requiring the rn to use added force. At the end of the case the edges were frayed in appearance.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath and lidstock for analysis. The dilator was not returned for analysis. Visual examination revealed that the sheath tip is damaged and frayed back. This damage is consistent with undue force being applied to the tip. The peel-away was also observed to be successfully peeled along the score lines. The total length of the sheath body measured 2.75" which is within specification of 2.625-2.875". A device history review was completed with a potentially relevant finding. A non-conformance was initiated on lot 17c18j0207. No dimensions were found out of specification and no samples out of the inspected ones were found to fail any of the inspection for the characteristics per psg. Material used to produce the involved extrusion lot complied to the requirements. The root cause of the non-conformance was defined as a cut in the extrusion made with a sharp instrument prior to use, causing the clean tear across the white stripe of the peel away. Root cause was not considered a manufacturing defect. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating skin. The customer report of a damaged sheath tip was confirmed through complaint investigation. The returned sheath tip was frayed and split, which is consistent with damage caused by undue force. The sheath was able to pass all relevant dimensional specification and the sheath was returned correctly peeled along the score line. A device history review was completed with a potentially relevant finding. Based on the sample received and the customer description, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that when threading line through introducer resistance was met requiring the rn to use added force. At the end of the case the edges were frayed in appearance.